Event description:
It was reported that the patient experienced shocking or jolting sensations that were intermittent and random, but were becoming more frequent. The sensations started a (B)(6) 2012. The patient stated the sensation varied in strength, and did not relate to any particular activity or position. The sensation woke the patient up in the middle of the night. The patient indicated there was no known accident or incident related to this issue, and that he wasn't happy getting these shocks. He tried palpating but couldn't recreate the same sensation. The patient felt the ins was secure in the pocket as it didn't move when it was palpated. He stated that he tried all 4 programs with the same results of shocking and jolting. The patient indicated that his physician was aware of situation and they are trying to locate the manufacturer representative (rep) to have them come into the clinic. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# j0427979v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).